Event description:
Event description cpi received information that this endotak transvenous defibrillation lead was removed from service. The physician performed an invasive procedure and found the lead had a conductor fracture, he elected to also remove the implantable cardioverter defibrillator (ICD) at this time.